Manufacturer narrative:
Correction: h6 eval code conclusion medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that programmer generated a report that showed the cardiovascular implantable electronic device (cied) had emergency settings programmed. It was noted that the user had inadvertently selected the emergency pacing button. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient felt some discomfort and this was fixed with reverting the device programming.

Manufacturer narrative:
Corrections; b1: adv evnt/prod prob b5; desc evt problem d; serial # d; unique identifier (UDI) # g3; date MFR rec h1: type of reportable event h4; device mfg date h6: patient codes (ime/annex e) <(>&<)> (imf/annex f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.